Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery (B)(6) 2014 and mesh was implanted. It was reported that the patient experienced abdominal pain, gastrointestinal malfunction, grotesque swelling, and hernia recurrence, and additional surgery on (B)(6) 2019. No additional information was provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 12/13/2022. Additional b5 narrative: it was reported that following the procedure, patient experienced extensive lysis of adhesions.